Event description:
I am notifying you that the following complaint received by b. Braun is for info only. One complaint was written for the event description below regarding product number 412143, for "spike port adaptor leakage; spike loose" however, there are no samples, no batch number, no pictures so no scar response is required - this is for information only. This email serves as notification of the following events and no further action is required. (B)(6). When did the failure occur: before application; during preparation reason of complaint: we're having an intermittent issue occurring with the closed system spikes dislodging as the medication was infusing for a patient. Staff is aware and makes sure each spike placed is holding initially, some don't and are discarded before mix is made. However, we're having occasions when they go out of pharmacy just fine and are dislodging as nurses is hanging the medication or during the infusion. Of the two that occurred over the past week, one was infusing on patient when spike detached and the other when nursing was priming fluid from the bag for preparation to infuse. In both instances the entire contents of the medication spilled out. Drug one cost us $12,000 and drug 2 $8,552. There's a small amount of dysfunctional spikes, however due to the high cost of some of our meds one mishap becomes very costly. Does on guard reimburse back? First contact to end customer: b.braun response expected by: customer; complaint receiver patient injury- no. (B)(4) registration form customer complaint.